Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to being out of calibration component, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following:(B)(6).

Event description:
Additional information received via email. Event date updated from unknown to (B)(6) 2023. No patient harm, event occurred during bench testing.

Manufacturer narrative:
Health effects; updated. Email is: (B)(6).

Event description:
It was reported that one of the two pressure chambers for the one liter bags would not zero. "The gauge showed 200 millimeters of mercury and the test results with the pressure going up into the red. The pressure check is resulting in 6.0 pounds per square inch". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.